Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted that the package was received open. All components were present. Visual inspection noted that the trumpet valves were in the proper positions.the sheath and cautery tip were properly attached to the cannula.the distal end of the tube housing was heat damaged. The l-hook was bent. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Since the product was received with opened packaging, the file will be closed as a could not be reliably determined. The complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, upon opening the packaged it was noticed that the tubing misaligned in the package. Device not used for the procedure.